Event description:
Three patient samples with discrepant results. Sample 1, initial bicarbonate result 36 mmol/l, repeat 25 mmol/l. Sample 2, initial calcium result 2.2 mg/dl, repeat 8.6 mg/dl. Sample 3, initial magnesium result 7 mg/dl, repeat 2 mg/dl. Initial results were not reported. The field service representative determined root cause to be a hole in the waste tube and repaired the tubing. Performance tests were performed and within specification.